Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2 & 3 storage space configuration was incomplete. A technical support specialist informed the customer to contact their pharmacy technician to complete the storage space configuration for this station. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers storage configuration was incomplete and the drawer map did not give alerting notification to users to refill the device, which have caused 5-10 minutes delay in patient care. The customer stated that they retrieved the required medications from the next room. The customer confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-sep-2022 to 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 2 and 3 storage configuration was incomplete due to which there were no alerts for medication refill. The technical support specialist advised contacting the pharmacy technician to complete the storage space configuration for this station. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers storage configuration was incomplete and the drawer map did not give alerting notification to users to refill the device, which have caused 5-10 minutes delay in patient care. The customer stated that they retrieved the required medications from the next room. The customer confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.